Manufacturer narrative:
This report is being submitted to provide the initial report and the investigation conclusion. Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 201430 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 201430 and device part number 195-430h / lot 196026. The lot met the required release specifications. The current overall incident rate for false negative patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the interpretation of the result, or the specific patient sample. Please see related MFR report numbers: 1221359-2022-04299 through 1221359-2022-04303, and 1221359-2022-04306.

Event description:
The customer reported six (6) false negative result using binaxnow covid-19 antigen self test performed on an (B)(6) 2022 with a nasal swab. This report is for test four (4) of six (6). The consumer reported feeling symptomatic so they went to the hospital and tested positive with an unknown test. Although requested, no additional patient information, including treatment and outcome, was provided.